Event description:
This unsolicited device case was rec'd from united states on (B)(6) 2014 from the physician via sales representative. This case concerns a (B)(6) female patient who experienced mild knee swelling and knee pain after receiving treatment with synvisc one injection. It was reported that the patient's "knee was aspirated" (knee effusion). Past medications reported include synvisc one injection. No relevant medical history, concomitant medication and concurrent conditions were reported. On (B)(6) 2014, the patient rec'd treatment with synvisc one injection, at a dose of 06 ml once (route, batch/lot number and expiration date unknown) into an unspecified knee for osteoarthritis. On unknown dates in (B)(6) 2014, after few days, the patient experienced mild knee swelling and knee pain. The physician's assistant (pa) aspirated patient's knee due to effusion in which unknown amount of fluid was collected. The same day, patient was administered a half dose of steroid (name not specified) and knee effusion resolved. Corrective treatment: steroid for all the events. Outcome: unknown for events of mild knee swelling and knee pain. Recovered/ resolved for the event of "knee was aspirated." A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required.